Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 24-november-2023, it was reported by the patient that five infusions set fell within 1-3 days of use due to which hyperglycemia occurs. Event occurred between 11/24/2023 to 04/25/2024. High blood glucose level was 20 mmol/l. He replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1875290 - device 4 of 5. Patient country: canada.